Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient was on impella cp support and they had limb ischemia. After the implant, lower extremity angiogram revealed minimal flow beyond impella sheath. External fem-fem bypass placed proactively prior to percutaneous coronary intervention (pci) to mitigate distal extremity ischemia. Post pci, staff was still unable to doppler distal pulse. The impella was explanted, and hemostasis was obtained. The procedural outcome was the patient survived surgery.